Event description:
To date seven customer complaints (international and other country) were recieved for ast-activated reagent (list 08d37-30; lot 46059hw00) with reagent cartridges containing an incorrect top label with the product short-name alta instead of asta. Customer may find an ast acitvated reagent cartridge with an incorrect top label with the product short-name alta instead of asta. Two scenarios may occur when a customer encounters this cartridge labeling issue: in scenario # 1- the customer runs assay using reagent barcode label as asta. No impact on results. In scenario # 2- the customer mistakenly runs alta reagent in this asta cartridge. Results obtained may be high or low and reported as asta not reported as alta. A recall was issued and reported to the FDA. Abbott has not recieved any reports of adverse events related to this issue.

Manufacturer narrative:
This is a final report.